Event description:
Event description guidant received information that this transvenous defibrillation lead was delivering inappropriate shocks due to oversensing. The physician reported insulation damage near the is-1 terminal pin and 10cm proximal of the pin. The lead was explanted and successfully replaced with an additional guidant lead.